Event description:
New information noted the patient was brought in for a routine generator change. Interrogation revealed the oversensed noise and low pacing impedance on the right ventricular (rv) lead persisted. Fluoroscopy revealed insulation damage on the rv lead likely due to clavicular crush or clavicle rubbing eroding the insulation. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was admitted with a syncopal episode. Upon interrogation, the patient's right ventricular lead was noted to have chronically low impedance. A few noise episodes were noted, none of which were around time of syncope. The patient was not dependent. No noise was noted during interrogation and normal device function was observed. The lead had stable sensing and capture threshold. Programming changes were made. The patient was given a home monitor. The patient was stable, and the physician will continue to monitor this patient.